Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on the edge of the insulin pump screen that affect ability to read the screen. The customer's blood glucose value was unknown. The customer also stated that screen is dimmer and back light is dark. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or back light dimmer, missing segment/partial display anomaly noted during testing. Device had minor scratched lcd window. (B)(4).